Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned for evaluation, and visual inspection, screening, and electrical tests of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Additionally, electrical testing was performed, in accordance with johnson & johnson medtech procedures. The device was working correctly and within specifications. No malfunctions were observed. A manufacturing record evaluation was performed for the finished device 31470714l number, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue and electrical issue reported by the customer; therefore, the customer complaint was confirmed. The instructions for use (IFU) in carto 3 system manual contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. To minimize ECG (electrocardiogram) noise, the following carto 3 system guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications, this product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial tachycardia ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax and exposed internal parts. During the procedure, about halfway through the third or fourth ablation, the force reading spiked on the carto 3 system. The medical team confirmed that there was a lot of noise on the catheter. The noise was displayed on the carto 3 system and the recording system. The issue persisted when coming off ablation. The catheter was zeroed but the issue persisted. There were no errors displayed on the carto 3 system or the ngen generator. The catheter connections were reseated but the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued without any further issues. No patient consequences were reported.